Event description:
It was reported the physician attempted to implant a lead during a trial procedure, but was unable to advance the lead due to the patient's scar tissue. The physician abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.